Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were in emergency room due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 at 5:30pm with blood glucose was 712 mg/dl. The current blood glucose is 97 mg/dl. The customer treated their high blood glucose with needles and intravenous insulin, intravenous potassium. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. The high pressure test was performed on insulin pump. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.